Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. On three months later, it was found that the pt had developed an erosion. The pt was given local estrogen.

Manufacturer narrative:
Date sent to FDA: 12/23/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the patch met all finished goods release criteria.